Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (384-above 500 mg/dl) with elevated ketones. Customer changed out infusion site, delivered bolus via the pump, and administered manual injection to address the issue. Reportedly, pump basal rate was set low but the specific cause for the elevated blood glucose was unknown. Recommendation was made for customer to consult with healthcare provider.